Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that the thermal overload relay on the aquabplus reverse osmosis (ro) system trips upon starting up. Error code "f¿04¿50¿04 failure: t1 test, pump p1 defective" is also encountered during the t1 test. The black power wires were inspected and no thermal damage was identified. The atom was instructed to power up stage 1 and the thermal overload relay tripped again. The atom was instructed to start stage 2 which would also not power on. The ro system was placed into emergency mode stage 2 until the ro system could be repaired. The atom contacted fresenius again after replacing the thermal overload relay which did not resolve the initially reported power issue. Troubleshooting was performed and the stage 1 motor protection switch (mps) failed. Smoke, sparking, arcing (bright blue light), and an audible buzz were observed from the mps during the t1 test. The atom also stated that a (3.15 amp) fuse blew. The failure of the mps and blown fuse resolved the thermal event by interrupting the power supplied to the ro system. The event did not trigger any smoke detectors within the facility. Use of a fire extinguisher was not required. The atom stated that the mps and fuse were replaced to resolve the reported issue. The ro system was returned to full operation that day after traveling to collect spare parts. No photographs or parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of this issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported event can be confirmed from the provided intake information. The identified thermal damage is most likely caused by a bad electrical contact at the motor protection switch. The contact resistance increased and the pump current led to increased thermal energy at the contacts points at the motor protection switch. The cable lugs at the motor protection switch could get overheated and discolored from the released thermal energy at the bad electrical contact but was not reported in this case. Only a defective motor protection switch was reported. This issue is a known failure. Corrective actions have been defined and implemented. A new wiring design was developed and released. It is recommended, if not already done, to replace the wiring and the motor protection switch in stage 1 and stage 2 to prevent additional failures.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius technical services that the thermal overload relay on the aquabplus reverse osmosis (ro) system trips upon starting up. Error code "f¿04¿50¿04 failure: t1 test, pump p1 defective" is also encountered during the t1 test. The black power wires were inspected and no thermal damage was identified. The atom was instructed to power up stage 1 and the thermal overload relay tripped again. The atom was instructed to start stage 2 which would also not power on. The ro system was placed into emergency mode stage 2 until the ro system could be repaired. The atom contacted fresenius again after replacing the thermal overload relay which did not resolve the initially reported power issue. Troubleshooting was performed and the stage 1 motor protection switch (mps) failed. Smoke, sparking, arcing (bright blue light), and an audible buzz were observed from the mps during the t1 test. The atom also stated that a (3.15 amp) fuse blew. The failure of the mps and blown fuse resolved the thermal event by interrupting the power supplied to the ro system. The event did not trigger any smoke detectors within the facility. Use of a fire extinguisher was not required. The atom stated that the mps and fuse were replaced to resolve the reported issue. The ro system was returned to full operation that day after traveling to collect spare parts. No photographs or parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of this issue.